Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating properly. The customer's blood glucose level had no adverse impact. Customer declined trouble shooting with technical support. No additional product or event information was available.